Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. It was reported upon final angiogram there was inaccurate delivery of the stent graft resulting in a type I endoleak. It is possible that the location of the left renal artery may have been mismarked by the physician resulting in the inaccurate placement too low of the stent graft. The physician elected to place an aortic cuff proximally and the type I endoleak was resolved. It was reported that the physician elected to also implant an iliac extension distally. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results: (graft were inaccurately delivered by the user). Other, secondary intervention.